Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) was found to be emitting tones. It was found that shocking impedance on this right ventricular (rv) lead had been gradually increasing and had reached greater than 125 ohms. Boston scientific technical services (ts) discussed programming options. No interventions have been reported. No adverse patient effects were reported. The crt-d and this rv lead remain in service.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) was found to be emitting tones. It was found that shocking impedance on this right ventricular (rv) lead had been gradually increasing and had reached greater than 125 ohms. Boston scientific technical services (ts) discussed programming options. No interventions have been reported. No adverse patient effects were reported. The crt-d and this rv lead remain in service. Additional information was received indicating that this patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. During the procedure, lead to header connections were checked and no issues were noted. This right ventricular (rv) lead was tested on the day of revision and while shock impedance values during low energy testing were high out of range, the shock impedance values during delivered test shocks were within acceptable limits. The physician elected to leave this rv lead in service with the patient's new device. No adverse patient effects were reported. Additional information was received indicating that this right ventricular (rv) lead exhibited high out of range shock impedances measuring between 150 and 160 ohms on the right ventricular (rv) lead. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) was found to be emitting tones. It was found that shocking impedance on this right ventricular (rv) lead had been gradually increasing and had reached greater than 125 ohms. Boston scientific technical services (ts) discussed programming options. No interventions have been reported. No adverse patient effects were reported. The crt-d and this rv lead remain in service. Additional information was received indicating that this patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. During the procedure, lead to header connections were checked and no issues were noted. This right ventricular (rv) lead was tested on the day of revision and while shock impedance values during low energy testing were high out of range, the shock impedance values during delivered test shocks were within acceptable limits. The physician elected to leave this rv lead in service with the patient's new device. No adverse patient effects were reported. Additional information was received indicating that this right ventricular (rv) lead exhibited high out of range shock impedances measuring between 150 and 160 ohms on the right ventricular (rv) lead. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. During the procedure, lead to header connections were checked and no issues were noted. This right ventricular (rv) lead was tested on the day of revision and while shock impedance values during low energy testing were high out of range, the shock impedance values during delivered test shocks were within acceptable limits. The physician elected to leave this rv lead in service with the patient's new device. No adverse patient effects were reported.